Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at their ipg site. Surgery took place on (B)(6) 2022 where the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
It was reported to abbott that the patient's ipg site is sore. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.